Event description:
The customer reported that the avalon fm20 fetal monitor could not be heard and that it detects intermittency towards the patient. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the avalon fm20 fetal monitor could not be heard and that it detects intermittently.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H3 other text : device no longer in warranty. Customer did not approve repairs.